Event description:
It was reported that the device had no alarm led. Out of box failure. There was no patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was returned for evaluation. Led lights were broken. Performed a visual inspection. Filled reservoir with water, attached temp check, plugged in line cord and turned-on power. Performed functional tests. The device has no alarm and no led light on, confirming the customer's complaint. The root cause was a damaged pcb. Replaced the pcb to correct the problem. Also replaced reservoir gasket and o-ring. Performed pm and calibration. The service history review identified there was a repair (ro (B)(4) ) on 30-aug-2023 related to the issue.